Manufacturer narrative:
(B)(4). The patient line was loose and became disconnected during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line became loose and disconnected. The patient caught it in time. The technical service representative assisted the patient with unloading the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.